Event description:
A malfunction alarm was reported with the code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if the issue reappeared. The customer acknowledged and understood the instructions.